Event description:
It was reported that prior to a vena cava filter placement procedure, the product box allegedly does not include the date of manufacture of the material. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, (B)(4) indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. **UDI related data quality updates only** the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the similar denali product is identified in d2 (procode) and g4 (PMA/510(k)). D4: medical device expiration date-2025-01-28. D4: UDI (B)(4). G4: k240257, k160866, k143208, k130366.

Event description:
It was reported that during the filter placement procedure, the product box allegedly does not include the date of manufacture of the material. There was no reported patient injury. In the purchase origin invoice, the data is also not specified.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows a label that contains the information of the denali jugular filter in portuguese. The manufacturing date is not seen on it. Per the denali vena cava filter jugular/subclavian box label document, the manufacturing date is not printed on the labeling put on the product box. Therefore, the investigation is unconfirmed for the reported missing information since the labeling does not contain that information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Per the denali vena cava filter jugular/subclavian box label, the manufacturing date is not printed on the labeling put on the product box. H10: d4 (expiration date: 01/2025), g3, h6 (method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a vena cava filter placement procedure, the product box allegedly does not include the date of manufacture of the material. There was no patient contact.